Event description:
In this event it is reported raypex 6 giving incorrect measurements. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: failure mode - incorrect measurement. Root cause - wear - dentist replaced cable (wear item) and after that the unit worked as normal.. Conclusion code - expected wear. Product will not be returned for investigation. Information received by dentist: event cause analysis description mentioned by doctor: product cause. Cable breakage. Normal use after replacing the cable. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.